Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via manufacturing representative (rep) regarding a patient implanted with a neurostimulator. It was reported that the patient had pain in the pocket. It was stated that it was shallow and the battery turned. The rep confirmed that the pocket was opened, enlarged/deepened, the battery was repositioned, and the pocket was closed. The rep noted that the patient had a pocket revision to bury the battery deeper due to discomfort and everything went as planned. It was mentioned that the patient was extremely satisfied with efficacy. The issue was resolved. There were no further symptoms or complications reported or anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.